Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "pt arrived from or with aline. Arterial waveform went flat, alarmed on monitor which made rn go into room and check aline after checking loc on patient. Rn found aline extension tubing broke from angiocath and a part of tubing was stuck in angiocath. Team ultimately d/c'd aline because could not remove broken piece of tubing. Tubing saved." The patient's condition is reported as fine.

Event description:
The complaint is reported as: "pt arrived from or with aline. Arterial waveform went flat, alarmed on monitor which made rn go into room and check aline after checking loc on patient. Rn found aline extension tubing broke from angiocath and a part of tubing was stuck in angiocath. Team ultimately d/c'd aline because could not remove broken piece of tubing. Tubing saved." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).